Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, it was noted that the direct alert trend data was not available to be viewed. Technical support was contacted and suggested re-downloading device firmware to resolve the issue. The programming will be performed at the patients next follow-up. The patient was in stable condition.